Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the right atrial lead became lodged in the patient's inferior vena cava (ivc), and the physician was unable to advance or retract it. The lead was left in the ivc and capped. A different lead was implanted in the right atrium. No patient complications have been reported as a result of this event.